Event description:
Information was received indicating that a cadd legacy plus, mdl 6500, pump was alarming, no disposable, clamp tubing. It was reported the device also exhibited air bubbles were exhibited in the cassette tubing and troubleshooting was unsuccessful. Per reporter residual volume was: 17.9, rate 2.2 and 83.15 was given no adverse patient effects were reported. No additional information is available at this time.

Manufacturer narrative:
Additional contact information: (B)(6).